Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that the customer had low blood glucose of 29 mg/dl. Customer did not have a seizure and was able to function. Customer's blood glucose was 243 mg/dl to 338 mg/dl after the site fell out. Customer was out of state. Customer will not be returning the device for analysis.